Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. During the last hour of treatment, the dialyzer began to have an external blood leak. The crack was located on the body of the dialyzer. Test strips were not used to confirm and the machine did not alarm blood leak. Estimated blood loss was 100cc. The pt had no adverse effects and no medical intervention was required. The pt did complete treatment on the same machine, but with a different set-up. The sample is available for the MFR's eval.